Manufacturer narrative:
Several attempts were made to obtain more information about the complaint and no additional information was received. A review of the production records was performed and no anomalies were noted. A trend analysis was performed and complaints of this type remain low and stable. Chemence will continue to monitor this and other complaints to determine if further action is needed.

Event description:
The user reported that three patients experienced skin reactions after application of exofin fusion.